Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been requested. Video camera, climax coupling and multi-output power supply. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a follow up report will be submitted as required.

Event description:
It was reported that the images on the 9800 system are grainy. There was no report of pt injury.